Event description:
It was reported that far r wave oversensing resulting in inappropriate auto mode switching (ams) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable throughout.